Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no image was not confirmed. The device evaluation found the plug unit had liquid intrusion causing abnormal image. The scope connector cover unit was deformed.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had no image. The issue was found during inspection before use for a diagnostic bronchoscopy procedure. The procedure was completed using a similar device without delay. The patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported no/noisy image issue could not be determined, however, the issue was likely the result of an observed water ingress into the scope connector, causing an electronic component malfunction. The event can be detected by following the instructions for use section below: -inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had noisy image, in which, no subject can be observed.

Manufacturer narrative:
This report is being submitted for correction to customer complaint. Following fields are updated: b5, h6.